Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to visual inspection identifying heat damage on the backflex and processor board. Service evaluation verified the heat damage on the processor board and backflex. No cause was identified during the servicing of the device; however, the processor board and rear case were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was identified with burn/heat damage on the processor board. There was no patient involvement. No additional information is available.